Event description:
Received a report that patient underwent hip procedure in 2007. Revision surgery was performed in 2009, due to patient reporting pain. No other information is available.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The facility is holding the product and has performed an evaluation on the returned explant. Report received from facility indicated the cause of the failure was "aseptic loosening (acetabular)".